Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: ten sealed/unused samples were received. No damages or other defects were detected on the sample visually. The samples were tested using the hydrostatic pressure vessel as the procedure indicates. A pump alarm was not detected; the failure mode reported was not confirmed. Retrospective review was performed to p/n 21-7343-24 lot number 4448943, for a period of dec 2023 to nov 2024, no complaints related to the same failure mode and same lot number was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that 'the pump gives an air alarm even if there is no air in the pipe. The alarm could not be rectified by any means. The pump was replaced, and the problem persists. It was determined there were no problems with the pump, the problem was solved by replacing the admin sets. The event has occurred during infusion at the patient's home. The user was the patient, but the infusion was given by the carer. The patient was not harmed during the event.